Event description:
It was reported that when attempting to position the lead, it became increasingly difficult to insert a stylet into the lead. The lead was replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.